Event description:
Product was provided for evaluation. An external visual inspection was performed and passed. Voltage testing was performed and failed. A review of the share log was performed and the transmitter unpaired itself was found within the investigation window. The allegation was confirmed. The probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the transmitter unpaired itself. Data was provided for investigation. Confirmation of the complaint was confirmed via data. The probable cause could not be determined via data. No injury or medical intervention was reported.